Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05422. It was reported that the patient was unable to get into MRI mode. Upon further investigation the system diagnostics recorded high impedances on the lead. Surgical intervention took place, and during the procedure the other lead was compromised with high impedances. Both the leads were explanted replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.